Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl), 302 mg/dl, and 90 mg/dl. Customer was using an incorrect code key. No actions taken based on device results. No adverse event reported. Requested return of suspect device replacement was sent.